Event description:
Rptr alleged obtaining a blood glucose result of 9 mg/dl within 10 mins of another result of 90 mg/dl on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.